Event description:
It was reported that since a patient received the device, it would randomly shut off. The device battery was completely shut off at a reprogramming appointment with the manufacturer representative on (B)(6) 2014. The manufacturer representative was unable to log into it with the clinician programmer. There was normal battery depletion. The patient had an implantable neurostimulator (ins) replacement the next day. There was no patient injury and the patient recovered without sequela.

Event description:
Additional information received from the manufacturer's reporter noted that they did not find an event cause.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy129779h) showed ins functionally okay, insignificant anomalies. No significant anomaly.

Manufacturer narrative:
Concomitant product: product ID: 3093-28, lot# v244567, implanted: (B)(6) 2009, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.